Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery. Reportedly, each time the alarm was cleared, it would immediately recur. Customer's blood glucose level was 300mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.